Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the reported event occurred due to the following mechanisms. 1.) The stent was pulled hard when removing it. 2.) The pulling load was applied to the stent, which caused ductile fracture of the stent. 3.) The broken stent was into the bile duct. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "when withdrawing this stent, confirm under x-ray that the inserted part of it is free from kinks and is not stuck in the stricture. Otherwise, it could cause migrating or falling off from the papilla." "When retrieving this stent from the bile duct, grasp a part avoiding the vicinity of side hole or side flap as much as possible, and slowly withdraw it with the endoscope along the bile duct observing fluoroscopic images. If a part around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, this instrument may break and leave debris in the bile duct." "Do not retrieve this stent in other methods than described in this instruction manual. Otherwise, it could cause migrating or falling off from the papilla and could damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
When attempting to replace the single use biliary stent that had been placed inside the body 1-2 weeks prior, a grasping forceps was used and the stent broke off. Attempts were made to remove it using a snare or other instrument, but it broke again and initially became lost. The customer confirmed that all pieces of the old stent were removed, including the part that had broken off and was initially lost. A stone extraction balloon was used to rotate and scrape the stent out, then it was removed with a snare or grasping forceps. The procedure was then completed successfully after replacement with a non-olympus stent. The physician felt that the stents were harder than other competitor stents and that the flap part was sharp, so it tends to catch on strong stenosis and tumors; this makes it difficult to remove in such cases. The physician also stated that the material of the stent makes it easy to tear if it catches on something and has resistance. There was no reported patient harm.